Manufacturer narrative:
Mentor became aware that the serial number was erroneously indicated in the initial report submitted on 1/30/2020. Correction: mentor has received no information regarding the device's serial number. If mentor receives any updates regarding the device information, a subsequent supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the patient experienced bilateral capsular contractures grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants and experienced postoperative bilateral discomfort. The patient also reported that her left side had shoulder blade numbness. However, the patient reported that a sonogram and mammogram in summer 2018 came back clear. However, she stated that her physician noted possible rippling of both breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.